Manufacturer narrative:
A4: patient weight is unknown.

Event description:
It was reported patient underwent an unrelated procedure and ipg not placed in surgery mode. Patient was unable to connect with external devices. Next course of action is undetermined at this time.

Event description:
Additional information received indicated company manufacturer met with patient and was able to repair and reconnect to the ipg, restoring therapy.

Manufacturer narrative:
H1- changed from serious injury to malfunction the results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.